Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2021 and suture was used. During the procedure,the suture was coming out of the joins to the needle. Two other sutures were used, and the same problem occurred. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what was the initial procedure for this report? C-section. When did the issue occurred? Pre-op or intra-op please clarify intra-op. What is the procedure date? Unknown. What was used to complete the procedure? Another suture. Did the patient suffer from any consequence due to the issue (pull off suture needle)? If yes no. Please explain with more details. What is the lot number? Unknown. In additional information we receive these two codes (vcp92545h and mcp3650h) please clarify the quantity related for each one. Not specified by hospital device no longer available vcp92545h incorrect product code correct product code is: vcp9245h (see subject of attachment) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m. Related to: 2210968-2021-12545, 2210968-2021-12547.